Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed a lens cut in two parts (approximately half). Residue of what appeared to be ophthalmic viscosurgical device (ovd) was observed in the cartridge loading zone. A lens haptic was observed to be damaged. The lens condition is consistent with a lens that was inserted and removed from the eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. There were no process and/or material changes. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an tecnis za9003 intraocular lens (iol) the back haptic became bent. This may have been the result of a handling error. The iol was removed by enlarging the incision and cutting it out. A vitrectomy was not required and there was no patient injury reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manfacturer has been submitted. Placeholder.